Event description:
Staff reported: "the device would not squeeze close after the stapler load was inserted and it would not open when pulling back on the release. This was tested prior to patient use and was not actually used in the patient; therefore no patient harm resulted from this incident". Evaluation indicates a portion of the device was partially jammed or sticky, preventing the staple load from properly locking in place and disabling the action. On the tip of the handle part, there is a blue latch labeled "unload". When inserting the single use load unit (sulu), the latch did not fully snap shut, causing the handle action to be disengaged (apparently this is a safety feature). If the blue latch was assisted a bit by hand and forced shut, then the handle appeared to function properly.